Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe.

Event description:
It was reported that the cartridge was leaking from the septum. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Reportedly, the customer didn't remove the air from the cartridge before filling the cartridge with insulin. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 168-200 mg/dl.